Manufacturer narrative:
A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. In this case, the left common iliac artery is approx. 18-19 mm in diameter. The instructions for use recommends a 20 mm diameter stent graft in this size of vessel. The endoleak occurred at the landing zone of a correctly sized ipsilateral limb. During planning, a recommendation was made to use a distal extender but this recommendation was not acted upon. The company has not yet had access to image data. It is possible that the selected landing zone was shorter than directed in the IFU, was diseased or irregular. It is also likely that the primary implant was not landed at the intended landing zone and that this was the reason for recommending the use of a distal extender.

Event description:
The original evar was performed on (B)(6) 2016. An aorfix main body was placed (left side) and an excluder cuff (23mm x 10cm, gore) was deployed as the contralateral leg (right side). The procedure was performed successfully with no endoleaks. CT images taken on (B)(6) 2016 revealed a type ib endoleak was present at the left common iliac artery on the ipsilateral side. The patient was followed up at this stage in order to monitor the endoleak. After continuous follow up of the patient, it was decided that an additional procedure was required. A re-intervention was performed on (B)(6) 2016 to embolize the left internal iliac artery with coils and an excluder cuff (12mm x 12cm, gore) was placed in the left external iliac artery. The type ib endoleak was resolved.